Event description:
PICC line was inserted in 2002. On the same day, nursing personnel discovered the PICC line had separated between the red rubber part and luer-lok. This is a similar problem as reported for 2 other patients.